Event description:
It was reported the external pulse generator (epg) is not locked, yet it does not allow the user to adjust all controls. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the encoder flex was out of electrical specification, it was also creased. It was also noted that the main printed circuit board (pcb) was out of electrical specification due to a failed functional test for unit hold-up when battery was removed. It was also noted that the upper case and lower case were broken, the side bail covers, ring cover, side bails and ring were missing and the battery drawer was damaged.